Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 the threaded tip of the implant holder for synfix broke off. The fragment from the implant holder remained in the patient, as it was deemed unremovable. The procedure was completed and there was no report of additional incidents. This report is for a implant holder f/synfix-lr. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.